Event description:
It was reported that stimulator pocket site was painful without infection or redness. The patient denied any fall or trauma. In addition, it was reported that since implant the stimulator 'never worked.' The patient wanted the device removed. It was noted the patient had lost some weight.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2006, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).